Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. Per sample evaluation summary update on (B)(6) 2023. The arctic sun device sometimes did not cool enough. Chiller fan and air filter were dusty and clogged. The artic sun device was due for 2000 hours preventive maintenance. Circulation and mixing pumps were weak and old software present.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Circulation pump was found weak during service. Circulation pump was replaced. Quick check, new calibration, mtk/est (stk) was performed. Mentioned issue was solved that way, device can back to normal use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had temperature problems. Per sample evaluation summary update on 05sep20223. The arctic sun device sometimes did not cool enough. The chiller fan and air filter were dusty and clogged. The artic sun device was due for 2000 hours of preventive maintenance. Circulation and mixing pumps were weak and old software present.